Manufacturer narrative:
The cause of death is unknown and it is also unknown if an autopsy was performed. No further information is expected from the reporter. The disposables used in the donation were discarded. There were no issues noted with equipment or disposables used during the donation. There were no recalls or adverse trends related to the disposable lots used in the donation. The device was manufactured according to approved procedures and met all specifications for release, with no noted manufacturing deviations, non-conformances or capas that would have contributed to the reported incident. There is no evidence to suggest that the donor fatality was related to the device or disposables used during the plasmapheresis procedure.

Event description:
On (B)(6) 2022, haemonetics was notified of a donor fatality which had occurred within 24 hours of the donor's last plasma donation procedure utilizing the pcs®2 plasma collection system. "Donor (B)(6) presented at the donation center at approximately 12:50 and began to be screened by a technician. The donor failed his initial pulse at 13:06 and his reading was 103. He was instructed to wait prior to retesting. He was retested at 13:26 and his pulse was 99. The technician noted the donor was sweating and appeared that he may have been under the influence. Donor's speech, pupils and overall appearance was assessed and was approved to donate. The donor did indicate that he was very tired and had been working a lot. The donor had flow issues and was restuck at 16:39. The donation was ended at 463 mls at 17:35 due to flow issues. The donor had a cell loss of greater than 200 mls and waited 15 minutes and received fluids. The donor then went to the restroom at 17:50. The donor did not appear to have any issues with his gait while walking to the restroom. The donor was reported as non-responsive at 19:47. Attempts were made to revive the donor but were unsuccessful. Ems was called." The center reported there were no device errors observed during the donation. The cause of death is unknown and it is also unknown if an autopsy was performed.